Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture," healthcare professional reported right side "intracapsular rupture and extracapsular leak with free silicone at the superior deep aspect of implant, and there is probable silicone within the right axillary tail which may represent extracapsular leak." Device remains implanted.